Manufacturer narrative:
An event regarding incorrect stem selection involving a gmrs straight press-fit stem was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the reported stem pushing through the femur was due to user error. The surgeon resolved the issue by replacing the straight stem with a curved stem. The IFU warns that improper selection, placement, positioning or fixation of the implant components may result in unusual stress conditions. The surgical protocol indicates the use of templates to determine the stem profile and size.

Event description:
Additional information: the new femoral stem inserted on (B)(6) pushed through the back of the femur and had to be replaced with a curved stem. The surgeon did not want to change the femoral component that were freshly put in on the (B)(6).

Event description:
Distal femoral gmrs was revised and surgeon decide to reimplant prostheses that were implanted on (B)(6) 2014. Only the 2 bushings, bumper, axle and pressfit stem were replaced

Manufacturer narrative:
Additional explanted devices listed in this report are: cat 6481-2-110 mrh knee femoral bushings x 2, lot code ldg566; cat 6481-2-120 mrh axle lot code ctd2117; cat 6481-2-130 mrhk bumper insert - neutral lot code ldm387. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.